Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b1, b.5., d1, d2a, d2b, d4, d6b., g2, g4, h4.

Event description:
Healthcare professional reported right side rupture. Device explanted and replaced with another company device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as unidentified tear. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported right side rupture (confirmed by physician). The device has been explanted.